Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and crease/folding of implant.

Event description:
Physician has provided MRI report showing "wavy appearance of the left prosthetic profile with some deep radial folds, but without signs of intracapsular rupture¿. Physician has further confirmed on explant surgery device rupture. Device has been explanted.

Event description:
Healthcare professional has provided MRI report showing "wavy appearance of the left prosthetic profile with some deep radial folds, but without signs of intracapsular rupture.¿ healthcare professional has further confirmed on explant surgery device rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease folding/of implant : no observed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease/folding of implant: observed. Rupture: observed 1 opening assessed as fold flaw opening. Additional observations: observed stress marks. No further actions are required as no manufacturing issues are observed.